Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's physician was unable to get more than 32cc into the pump. The managing physician planned to perform a catheter dye study because of the difficulty filling. At the time of report, there were no injuries or adverse events. The drug in this system was dilaudid. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient underwent a catheter dye study on (B)(6) 2013. The catheter was not successfully aspirated. The patient then underwent catheter revision and pump replacement. The pump was filled with dilaudid 55 milligrams ( mg)/milliliter (ml). The daily dose was decreased to 10 mg/day. No further information was available at that time.